Event description:
A surgeon reports refractive errors following intraocular lens (iol) implant surgery. The association between these events and the iols is not known. The surgeon is unable to provide any pt specific data.